Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged multiple times during the implant procedure, but it was eventually implanted. A week later the rv lead dislodged, and the lead exhibited high, unstable thresholds and oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.